Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that following a drug eluting stenting treatment procedure there was concern of a hypersensitivity reaction. The patient had a 2.5x8mm taxus express2 drug eluting stent implanted in the circumflex artery. In a follow up visit 11 months later, the patient complained of "easy bruising and pains in her feet." The patient's medications were: atenolol 25mg qd, plavix 75mg, prempro .45/.5mg qd, protonix 40mg qd, zyrtex 10mg qd, lisinopril-hctz 10/12.6mg qd, mobic 15mg qd, zocor 20mg qd, ambien 10mg, oscal 500mg bid, asa 81 mg qd, niacin 500mg bid, elavil 50mg, percocet 5/325 qd. "Nobic" and lisinopril/hctz were discontinued. Atenolol was increased to 50 qd. Zocor changed to vytorin 10/40. Plavix was reduced and eventually discontinued 3 months later as the bruising had not resolved. Aspirin was discontinued 2 months later as "significant ecchymosis" continued. The patient's "last plt count was 372, 000" and she was referred to an oncology/hematology specialist. The oncology/hematology specialist was not able to determine the etiology of the bruising. "Cbc, pt, ptt, platelet function studies, anca studies, serum immunoelectrophoresis von willebrand's profiles were all essentially negative. A pfa was negative." The patient was recommended to discontinue atenolol and vytorin. The patient was also referred to a second hematology/oncology specialist. Additional information from this second hematology. Specialist has been requested but not received. In the clinic visit following the report of this event, the reporting physician noted that "ecchymosis" continues on the patient's lower extremities. The physician reports that the patient has discontinued atenolol and vytorin. In addition, the reporting physician has consulted with the second hematology/oncology specialist and the patient's "platelet function tests were normal." The device relationship to this event is unknown.